Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The user attempted to place common bile duct. He found a kink at pigtail part of zebd-7-4 when a stent was advanced over a wire guide. He selected other device to complete the procedure. It seemed it wasn't sure the kink was there originally or it was kinked when he straightened it. Patient outcome: no health hazard. Patient/event info - notes : he user's comment: I wasn't sure the kink was there originally or it was kinked when he straightened it. Rep's comment: I didn't observed the procedure, so I didn't know the details. Since the user use this device regularly, I think that there is no problem with how to use it. [Additional information] for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact pls. Refer patient/event info tab. What was the target location for the stent? Pls. Refer patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Pls. Refer patient/event info tab. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Pls. Refer patient/event info tab. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? N/a. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval.. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes g.w. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed. Additional information requested on 27-mar-2023: to confirm what size wire guide was used with the device. And to confirm the rpn, lot number and what size wire guide was used with the replacement device. Response received on 05-apr-2023: answer from the rep: no answer was provided for the question. I even could not know if it was a cook¿s stent or other manufacturer¿s.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 device of lot c2000002 was not returned to cirl. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 of lot number c2000002 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c2000002. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c2000002. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, which generated the kink observed on the device during preparation and prevented the guide wire from advancing through the stent. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide, preventing the progression of the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 24-may-2023.